Event description:
During an in-clinic follow-up, low sensing, high capture threshold, and low pacing impedance were observed on the right ventricular (rv) lead. Fluoroscopic imaging was performed and revealed the rv lead had become dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, r-wave amplitude variation, high pacing impedance and inadequate capture. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted when torque was applied to the connector pin. The full helix extension length was measured within specifications. The reported events of r-wave amplitude variation, high pacing impedance and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.